Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. The contact reported that multiple infusion set and cartridge changes were performed in order to resolve the occlusion alarms. The contact declined troubleshooting with tandem technical support.